Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding issue was anticoagulation management due to high patient act values; heparin was stopped to achieve hemostasis as per the clinical description. The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ added- h6 component code added- d6a/d6b f6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 47-year-old male with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. The pump was placed and after 6 days the team observed access site bleeding. The team made decision to hold heparin/pause anticoagulation. The patient remains on support while awaiting surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.